Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The hakim valve was returned for evaluation: device history record (DHR): conformed to the specifications when released to stock failure analysis: the valve was visually inspected; biological debris was noted on the cam and ruby ball. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The valve passed the test for flush, leaks, relux and failed on pressure test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root cause for the programing issue reported by the customer is due to biological debris found on the spring, on the spring pillar, on the cam mechanism and on the base plate. The root cause for the pressure issue noted during the investigation is due to biological debris found on the ruby ball, and on the seat of ruby ball, the debris was stopping the ruby ball from sitting correctly on the ruby ball seat.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported it was unable to change setting on a hakim programmable valve; the valve was implanted via v-p shunt for treatment of the congenital hydrocephalus on (B)(6) 2015 with an initial setting of 120mmh2o. The setting was changed from 100 to 80 to 50mmh2o gradually. Therefore it was replaced with a new valve on (B)(6) 2020, although clinical symptoms were not observed.